Event description:
It was reported that the customer's blood glucose level was 546 mg/dl. She received a motor error alarm and a motor position encoder error alarm while trying to set up her replacement insulin pump. The customer was advised to disconnect from the insulin pump and revert to back up plan. She was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to confirm alarm in alarm history screen due to over written history file. The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Reference medwatch 3004209178-2015-41277 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.